Manufacturer narrative:
P-cap locked in place properly during testing. Device passed displacement test properly. Device received with all buttons responding properly. However, corroded electronic assembly noted during visual inspection. Device also received with cracked battery tube threads.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had button stuck alarm. Customer also stated that the they ere treated with the manual injection for the high blood glucose. Customer also stated that they were unsure that pressed a button for three minutes. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.